Manufacturer narrative:
Qn# (B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "on (B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube.".

Event description:
It was reported that: " on (B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4) the reported complaint of "leak - balloon cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The returned et tube was found to have a hole in the tracheal (white) balloon cuff which prevented the cuff from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. A review of the manufacturing process confirmed that all et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. Any such defects would be detected as out of specification. Additionally, the IFU states, "care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.